Manufacturer narrative:
The failure investigation has been completed and the alleged issue (occlusion) was verified in the pump logs; however, no failure was identified. The cartridge was not returned. The alleged battery issue was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.